Event description:
It was reported that the right atrial lead had dislodged from the heart. The lead exhibited loss of sensing and high capture threshold. The lead was repositioned successfully. The patient was doing well and would continue to be monitored with follow up.